Manufacturer narrative:
A customer care center (ccc) specialist was contacted by the customer. The customer informed the ccc that their (B)(6) quality control (qc) resulted (B)(6). The customer repeated their qc and resulted (B)(6). A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced the photomultiplier tube (pmt) as the dark counts were elevated. After replacement, the dark count was in range. The cse ran background checks and passed. The cse then calibrated all assays. The cause of the (B)(6) total results was due to a malfunction of the photomultiplier tube. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained on an advia centaur xp instrument. The customer supplied one patient sample's results. The initial result was reported out to the physician(s). It is unknown if the result was questioned. The customer noticed there was a high occurrence with their (B)(6) results resulting as (B)(6) and repeated this same sample on the same instrument. The repeat resulted as (B)(6). A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) total result.